Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault- 2001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The presence of a self-check fault 2001 alarm does not necessarily indicate a device malfunction. The observed alarm may be associated with factors such as restricted or kinked tubing, patient-ventilator asynchrony, patient settings, or issues related to the patient circuit configuration. However, the device was put through extensive testing including calibration testing, exhalation backup testing, auto-calibration valve testing, stress testing and all functional testing using a known-good test setup without duplicating the report. An internal inspection of the device found no discrepancies. The ventilator was found to be operating as designed and within specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.